Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified left below knee anterior tibial artery (ata). A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first time inflation at 8 atmospheres in 10 seconds the balloon ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications reported and the patient status was good.